Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes, section d-9: device date returned to manufacturer: 1 july,2024 section h-3: device evaluated by manufacturer: yes, device evaluation: visual inspection of the complaint lens reveal that it was received cut into three pieces with one of the pieces missing and a detached haptic. One portion of the lens was damaged. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the monofocal intraocular lens(iol) was explanted because it was slightly dislocated, causing a disruption in acuity. Replaced with ar40e 19.0. Unknow if injury or medical intervention is required. The patient's status is unknown. The product was available for return. No further information was provided.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.